Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that lead exhibited inadequate capture. It was also noted that the screw got stuck in myocardial tissue and could not be able to extract and remove the lead. The lead was ultimately not used and replaced with new lead. Patient condition was stable.

Event description:
New information noted that the lead also exhibited loss of capture.